Event description:
Customer reported that the battery was inconsistent with holding a charge.. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional actions were required.